Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including ECG testing and bench handling without duplicating the report. The device was recertified and returned to the customer. Review of the device log on the case that best fits the customer's description shows that the pads are shorted and the user changed to different lead views, none of which are able to obtain any ECG signal. It is important to note that the device will display a "pad short" message on the screen even while viewing ECG through a different lead. There is no indication that the pads were ever connected to a patient during the event. The pads and cables used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pad short" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.